Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer had spontaneously shutdown. It was noted that when attempting to use the analyzer, the programmer generated an error message indicating that there was a loss of communication between the programmer and analyzer. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was further observed that the programmer failed the final functional test for the light emitting diode (led) control output. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer had spontaneously shut down; it was noted that when attempting to use the analyzer, the programmer generated an error message indicating that there was a loss of communication between the programmer and analyzer. The power supply was replaced as a preventive measure. An electromagnetic interference(emi) repair was performed as a preventive measure. It was noted that one lower display bullet was missing. The lower display bullet was installed. Additionally, it was noted that the power cord bay tabs and media bay door were broken. The power cord bay and the media bay door were replaced. Reconfigured hard drive, reloaded, and updated software. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.